Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 67-year-old male patient with a past medical history of coronary artery disease (cad) and renal insufficiency, presenting in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage e shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient was taken for a sternotomy with evaluation of a pericardial effusion, due to signs and symptoms of cardiac tamponade. It was reported that it was mostly clot and there was no evidence of active bleeding. Due to the patient/family¿s religious beliefs, no blood products were given. The physician did not attribute the pericardial effusion to the impella but considered it likely to compressions from the patient's admitting diagnosis of an out-of-hospital cardiac arrest. The impella functioned at p-2 at 1.8l/min without issues. Two days after insertion, the family elected to withdraw care, and the patient expired on support. The device is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock, along with the complications of stage e shock.

Manufacturer narrative:
Updated information: d1 brand name and d4 catalog number updated. H6 component code g04105 changed to g07003. The investigation for pericardial effusion/thrombosis has been completed. The cause of the injury was not determined due to insufficient clinical details.